Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported when the device was removed from use with the patient, the user was unable to lock the needle into the protection device. No adverse effects to patient or user reported.